Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Occupation: critical care educator the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the patient sat up in bed and afterwards, a fiber optic sensor failure alarm occurred. The customer was assisted in unplugging the fiber optic (fo) cable and reattaching it to see if the fo signal could be reestablished. However, fo failure indication persisted. The patient did have a transducer and pressure line hooked up to the catheter and flushed so the customer was instructed to unplug the fo cable and "zero" the transducer. This was done and the pressure tracing on the console was resumed. There was no patient harm or adverse event reported.